Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inr results with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012; inratio inr: 6.1 and 5.6; lab inr: 3.0. The time between testing was less than 1 hr. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no additional info provided.